Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "pain, hardened, inflammation, lobulations, and fluid accumulation". Patient later reported "prostheses are encapsulated". This record is for the left side. Device remains implanted. Patient received prednisolone and dipyrone as treatment.